Event description:
It was reported that the device was alarming and will not power up. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. There was an error code when the pump powered up. The root cause for reported issue is an inoperable printed wire assembly. The printed wire assembly board was replaced.

Manufacturer narrative:
D5 and e4 are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
Corrected information received. No patient was involved.